Event description:
It was reported that the ventilator generated a technical alarm that indicated ventilation stopped during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was tested by our field service engineer, the review of the device logs confirmed the reported alarm. The device control pc board was replaced, after the device passed all tests, it was released for clinical use again. The evaluation of the received device logs show that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again(rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).